Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45, lead implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the rv (right ventricular) sensing was a little low and that there was undersensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.